Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies. It was noted that the grommet and set screw were missing.

Event description:
It was reported that during a lead revision, the set screw of the atrial port on the implantable pulse generator (ipg) would not hold the lead. Several attempts were made to secure the lead, without success. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.